Event description:
In compliance with MDR reporting regulation, section 803.22, we wish to inform you of an adverse event report associated with another manufacturer's device which has been received at allergan inc. (B) (6). The following info was provided. (B) (6). Implant physician: unk. Explant physician: dr. (B) (6). Alleged event: doctor reported replacing right side device due to deflation. Per lab analysis: manufacturer of the device was not allergan medical. There is no complaint against an allergan medical device. Implant date: unk. Explant date: (B) (6) 2010. If I may be of any further assistance in this matter, (B) (6).